Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse discovered liquid in the luminometer and cuvettes. The cse replaced the base pump, valve manifolds, and wash block. The cse ran precision, calibrations and quality controls (qc). The cse replaced position 1 bubble detector and calibrated wash station bubble detectors. Qc was run, resulting within range. The cse also replaced the wash station assembly, luminometer, grey peristaltic-pump, all aspiration probes, acid pump and all waste tubing from the grey peristaltic pump. The cse verified all probe calibrations, primed the system, cleaned each slot on the incubation ring, calibrated the ring position and adjusted the cuvette lift. The cse ran calibrations and quality controls which were acceptable. The cause of the discordant, falsely high tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument resulting lower. A new draw was obtained and tested on the same instrument, also resulting low. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.